Event description:
A customer reported an occlusion alarm. Customer¿s blood glucose (bg) level was 356 mg/dl on a meter but was displayed as "high" on cgm. Elevated bg was addressed by correction bolus via pump. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. The customer changed the infusion set and cartridge, allowing them to resume insulin delivery.